Event description:
In 2008, the pt reported she has difficulty in controlling her blood glucose levels. She stated her normal range is 120 to 212 mg/dl. Yesterday her readings ranged from 184 mg/dl to 369 mg/dl. Symptoms of elevated readings are dry mouth, lethargy, and fatigue. She said her reading this morning was 427 mg/dl and is currently 378 mg/dl. The pt stated she counts carbs and calculate her insulin needs "in her head." Her doctor advises her to "take more insulin." She stated she was traveling today and is confused and tired, and was unsure if she had given the correct numbers. On follow up with the pt four days later, she stated her readings were back to normal, but woke up today with a reading of 107 mg/dl, which is a little lot for her. Her reading increased to 274 mg/dl by 2:48pm and she bolused 2 units of insulin. She stated her current reading after eating dinner is 465 mg/dl and she has bolused 6 units of insulin. The pt stated that after the original call she discovered her insulin infusion device was for am when it was actually pm and she believes this caused her elevated readings. A request for add'l training was sent. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.